Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that after the implant procedure the right ventricular (rv) lead was checked and low amplitudes and high pacing thresholds were noted. The next day no pacing was seen, and an x-ray confirmed the rv lead had dislodged. A replacement procedure was performed and a new lead was implanted with good values. No additional adverse patient effects were reported.